Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cubie was malfunctioning. A field service engineer (fse) remote into station and confirmed that there are no failures in the device. The fse also contacted the customer, confirmed the alert was cleared and nothing had failed, but the recovery details were unknown. No further investigation was required. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.